Event description:
Event description boston scientific crm received information that this lead was not successfully implanted. Lead placement was difficult. During the procedure, the helix was stuck near the tricuspid valve. The doctor turned the lead body in a counterclockwise direction, but it was still stuck. He did the same thing several times and damaged the lead tip. The lead body was removed but the lead tip remained in the heart. Another lead was successfully implanted without further issue.